Manufacturer narrative:
H.6 investigation summary: review of the history of claims: the reports from two previous years for this catalog are reviewed and claims are detected where the client reports stains on the agar that were sometimes confused with contamination, which were classified as unconfirmed due to the presence of precipitate. , is part of the product features. Review of the batch file: compliance with the defined controls is observed as documented in the batch file, there are no records of incidents related to the batch reported within the quality system. Analysis of customer samples: the customer sends two evidence photographs for the referred lot, in the first one it is possible to observe the identification of the product and in the second it is possible to observe a slight white precipitate apparently on the surface of the medium. Analysis of retention samples: the retention samples were recovered, which were kept under refrigerated conditions (2 to 8 °c) in which a slight precipitate was observed in the medium. Reanalysis is requested and the laboratory reports satisfactory results for all acceptance criteria including appearance, ph, functionality (growth support) and microbial load. Conclusion: it is classified as unconfirmed, the root cause being an inadequate perception of the client, according to the evidence received. The presence of the observed precipitate could lead to an interpretation of the fungal contamination defect. The presence of precipitate may or may not occur in all the units due to the way in which the surface of the medium dries, either during the process or after generating a slight amount of condensation water on the surface of the medium and its subsequent evaporation. And/or dehydration, even causing several crystals contained in the agar to come together, achieving the observed effect. H3 other text : see h.10.

Event description:
It was reported that bd bbl xld agar,ctn. Of 100 plates contamination was visible. The following information was provided by the initial reporter: they present white spots, apparently fungus.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bbl xld agar,ctn. Of 100 plates contamination was visible. The following information was provided by the initial reporter: they present white spots, apparently fungus.